Event description:
The customer stated she was hospitalized for low blood glucose levels. Troubleshooting revealed that a ten unit bolus was delivered prior to hospitalization. The customer stated she did not program that bolus. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the functional tests, including the seat/rewind, occlusion, and prime tests.